Event description:
It was reported that noise was observed on the lead. Externalized conductors were observed via x-ray. Lead remains implanted.

Event description:
New information notes that the lead was capped.